Event description:
Complaint alleged that while pacing a female pt, after removing the electrode pads, third degree burns were found on the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.